Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failure. Customer blood glucose was 11.2 mmol/l. Customer also stated that the insulin pump had a beep anomaly. Customer stated that the insulin pump beeped during the tone test. The product will return for the analysis.

Manufacturer narrative:
The device passed displacement test and self test. Pump error 63 confirmed in pump history with due cold solder joint at keypad assembly. No audio anomalies were noted during testing.